Event description:
It was reported to boston scientific corporation that a sling was used during an unknown procedure on an unknown date. According to the complainant, right after the implantation of the sling, she began experiencing severe pelvic pain. In 2010, her doctor removed the sling and it "helped immensely". All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.